Event description:
Pt reported that prosthetic eye feels like it is covered with sticky glue in the morning and that the implant is protruding above the peg "as if the implant is growing out of my socket." Pt discussed condition with dr who suggested that the exposure could be watched as it was slowly growing smaller and might heal on its own. Pt elected to have surgery to close exposure and reduce discharge. Pt reports good results 5 weeks post surgery, that conformer being used and that new artificial eye not yet made.

Manufacturer narrative:
Exposure is an anticipated complication of orbital implant surgery. It is generally treated conservatively and is surgically closed only in the case of large exposures or if the wound does not spontaneously close within a reasonable time period. In this instance, the exposure is reported to have been slowly healing on its own; however, pt elected to have it surgically closed. Discharge is an anticipated complication of orbital implant surgery and in particular motility peg surgery. It is generally treated conservatively with the use of topical anti-inflammatories and antibiotics. There is no anticipated long term degradation expected with the use of motility pegs.